Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go rental device. The complaint was not confirmed. The pump referenced as (B)(4) renasys go pump has ¿unknown¿ for serial number. Given an unknown serial number, neither a DHR for the device nor a service reports can be researched. A leak alarm will not be asserted until fluid has cleared the tubing set and air has been freely flowing through the tubing at a rate greater than 3.5l/min @80mmhg for more than 3 minutes. It is possible that with thickened exudate inside the fluid handling pathway, air flow will not exceed the 3.5 l/min. There is indication that the dressing was opened and no leak alarm was triggered by the system; however, there is no information on for how long the wound was kept open and the pump in function. In regards to a pump not triggering a leak alarm after the dressing was off the wound, the most probable cause was that the system was maintaining negative pressure as a result of a blockage and a leak not significant enough in order to trigger an alarm. When the system detects a significant leak (> 0.7 l/min for more than 60 seconds at 200mmhg and >1.0 l/min at all other vacuum set points) the audible alarm will sound, the lcd screen will display the message ¿warning leak¿ and the status led will flash amber. Most likely a blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway could lead to the issue reported. No corrective action is needed at this time. It is recommended to return the device in order to rule out a pump malfunctioning. If the device is returned at a later date, the complaint will be reviewed and appropriate actions will be taken. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: several devices have not been alarming to indicate a leak even though dressing has clearly come away and is leaking.